Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that ???/hour glass/no readings/sensor error occurred. The sensor was inserted into the abdomen on 09/14/2022. The patient stated they had been experiencing intermittent sensor errors. On (B)(6) 2022, he thought he had the error because he did not hear a low blood sugar warning before he lost consciousness. He remembered few details of the event. At the time of the event the patient's spouse noticed the display device lying face down. It was beeping and she did not see the value displayed on the screen. The patient was in distress and unconscious. The patient's spouse called 911 and performed chest compressions. By the time the ambulance arrived, the nurses took over. The patient's blood glucose was tested and it was 25 mg/dl. The patient was treated with IV glucose and the bg increased to over 100 mg/dl. Shortly thereafter treatment, he regained consciousness and thought he was fine. The patient's spouse insisted that he go to the hospital for assessment. He was discharged the next day in stable condition, but he did not remember what happened during the hospitalization. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.